Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 60 mg/dl, which was treated with a glucose tablet. No significant events leading to the alarm were observed. The customer stated that he had been receiving motor error alarms and no delivery alarms every so often, and she also noticed a crack on the device. Advised replacement of the insulin pump. Nothing further reported.